Event description:
Hill-rom received a report from a hill-rom technician stating the scale was reading inaccurate weights. The bed was located in room 408 at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #180727.

Manufacturer narrative:
The hill-rom technician found the bed's scale had been reading inaccurately. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the foot right load beam to resolve the issue. The technician thoroughly tested the bed exit sys and it functioned as designed. Based on this info, no further action is required.